Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00482301_1644408-2025-00050; 425-92-015, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Peri prosthetic fracture